Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). Values from the meter are higher when compared to values measured in the laboratory using stago reagent. During troubleshooting, it was discovered that the units had been set incorrectly in the meter as % quick. The customer had been reporting the % quick values as inr values to her doctor. For example, she would add a decimal point to the value of 31 % quick making it 3.1 inr. The date and time were also found to be incorrectly set in the meter. The time was set incorrectly to the 24 hour format and was off by several hours. The patient stated that she changed the batteries due to results appearing to be high on (B)(6) 2019 and re-set the meter at that time. Results measured after this date have incorrect time stamps in the memory. The time setting was updated from 24 hour to 12 hour and the unit setting was changed from % quick to inr. On (B)(6) 2019, the patient's doctor advised her to lower her coumadin medication from 5 mg. To 2.5 mg. For certain days until (B)(6) 2019. On (B)(6) 2019, the doctor added more coumadin based on the laboratory value of 2.5 inr to keep the patient within her therapeutic range. This adjustment was in place until (B)(6) 2019. Based on the laboratory value on (B)(6) 2019, the patient's doctor increased her coumadin by 2 mg. From 5 mg. To 7.5 mg. On some days. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is weekly. The patient is not sure if she applied sample to the test strip within 15 seconds when performing meter tests. If repeating a test on the meter, she uses the same finger for each sample collection. The meter heating plate has not been cleaned before. The heater plate was verified to be clean. The patient mentioned that the meter sometimes counts down to 0 and she receives an error when she is unable to apply sample to the test strip in time. She is able to correct the error when she repeats testing. She had kidney and sinus infections around (B)(6) 2019 and was put on antibiotics. She stopped taking these by (B)(6) 2019. The patient mentioned she had to milk her finger very hard in order to obtain a sample on (B)(6) 2019 because her blood was so thick. She had to try the test twice that day. The patient has had anemia, but did not know what her hematocrit levels were. The patient has reduced the intake of greens in her diet for the last few months. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.